Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.